Event description:
Procedure performed: lap chole .event description: [hospital]: "the clip was not loaded" ¿additional information received on 15 march 2024 from [name] via e-mail¿: yes, the item will be returned." He opened another clip applier from a different brand. " patient status: no patient injury has been reported intervention: he opened another clip applier from a different brand.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: [hospital]: "the clip was not loaded". ¿additional information received on 15 march 2024 from [name] via e-mail¿: yes, the item will be returned.". He opened another clip applier from a different brand. ". Patient status: ni. Intervention: he opened another clip applier from a different brand.